Event description:
Healthcare professional reported "spontaneous rupture" on left side. The device has been explanted.

Event description:
Healthcare professional reported "spontaneous rupture" on left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, broken shell. A visual and micro analysis was performed which identified: sharp broken, missing shell (0-25) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "spontaneous rupture" on left side. The device has been explanted.